Event description:
Information was received indicating that during use of a smiths medical medfusion pump, it was noted that the date information was missing and only time information was present. The reporter also indicated that accurate date and time information is needed to investigate a possible infusion incident. No patient consequences were reported. No adverse effects were reported.